Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that multiple noise episodes reproducible with isometric exercises were observed on the atrial lead. Programming changes to decrease sensitivity were made. The patient was asymptomatic before, during and following the interrogation and was stable.